Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, nurses experienced blood splatter when the needle is retracted. Blood splattered on gloves and on hands with undamaged skin (no lesions). This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user. No biological fluid exposure reports have been filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, nurses experienced blood splatter when the needle is retracted. Blood splattered on gloves and on hands with undamaged skin (no lesions). This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user. No biological fluid exposure reports have been filed.

Manufacturer narrative:
There were multiple medical device types and common device names reported to be involved. The information is as follows: d2b. Medical device type: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.